Manufacturer narrative:
(B)(4). To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the appropriate device history records indicates that this unit was upgraded and was released meeting all specifications.

Event description:
The customer reported that the lf1637 was not recognized by the forcetriad because it has 3.4 software. The procedure had to be canceled and the patient awakened after being anesthetized.